Manufacturer narrative:
The device in question is not available for return, however, the reported complaint of device breakage and falling apart is confirmed based on photographic evidence provided by the reporter. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 30 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202001061 experienced by (B)(6) on (B)(6) 2021. It was reported the vcare came apart at the end of a total laparoscopic hysterectomy (tlh). It is noted the procedure was successfully completed and there was no impact or injury to the patient. Additional information obtained indicates the vcare fell apart on removal from the patient. The doctor was removing the uterus at the end of a tlh & removing the vcare. The green cup was not sutured. The vcare was in place for 2 hours. The vcare came apart when removing the uterus at end of procedure. The procedure was completed with no reported delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.